Event description:
It was reported that while using the bd pyxis¿ medstation¿ es half height drawer 4.1, 4.2 was broken and failed and shown as not detected on bus. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 14-jul-2016 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the bearing cage was damaged to the right slide rail for drawer 4.1. A field service engineer replaced the drawer with a new half-height drawer and tested the functionality of drawer 4.1 and 4.2. The system functioned as intended after the field service engineer repaired the device.